Manufacturer narrative:
H4: additional information: manufacturer's investigation conclusions: the centrimag devices associated with this event were not returned for analysis. Multiple requests for product return and additional information were sent but no information was provided. As a result, the reported event could not be confirmed and the root cause could not be conclusively determined. Reports of similar events will continue to be tracked and monitored. The 2nd generation centrimag system operating manual has an emergency / troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console, and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
This event was also reported against the cmag console in MFR. Report #2916596-2020-00419. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient on veno-venous (vv) extracorporeal membrane oxygenation (ECMO). Centrimag (cmag) motor failed and perfusion changed to the back up system. No adverse events were reported. No further information was provided.